Event description:
It was reported that in 2005 after implant a patient had to have his implantable neurostimulator (ins) moved about 5 inches above his waist line because "it was like murder where it was originally placed." It was stated that the patient had a wire that had to be removed and a wire was replaced. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 748925, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 748925, serial# (B)(4). Product type: extension: product ID 389033, lot# j0443865v, implanted: (B)(6) 2004. Product type: lead. (B)(4).